Manufacturer narrative:
The device was received, and an evaluation was completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to intermittent audio observed at device power up and shut down. Service evaluation identified and verified the audio issue. The cause was identified to be a failing speaker. The rear case was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, an intermittent audio condition was observed at device power up and shut down. There was no patient involvement. No additional information is available.